Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing a syncopal episode. Review of the system indicated loss of capture and high pacing threshold measurements on the right ventricular (rv) lead. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.